Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The university surgical manipulator (usm4) was returned for failure analysis, and the reported 23073 error was confirmed but not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house patient side cart fixture test platform (pftp) where no errors related to the reported event occurred. The probable root cause is attributed to electrical issues resulted from a faulty fiber optic cable located on suj. This issue can be resolved by replacing the fiber optic cable. Failure analysis was unable to identify the root cause for the usm. For clarification, although the reported event was confirmed to have occurred, this event was determined to be due to another part.

Event description:
It was reported that the da vinci system had a non-recoverable fault as it was sitting idle, with no one touching it. The customer performed a hard power cycle and then proceeded with starting a case. The fault returned during the middle of the case. The customer performed a normal power cycle, which resolved the error. Customer called back to report they replaced the patient side cart (psc) with a cart from a different system due to repeated faults on universal surgical manipulator (usm) 4. The procedure was converted to another da vinci system cart with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed armnet 4 was functional at the start of evaluation. During a power cycle, there was an intermittent instance observed that armnet 4 transitioned to a red state. After reviewing system error logs, there were error 1126 present on node ac-4e. Tracing the error path with technical support engineer (tse) recommendations and logs, it was determined that a fiber in the v setup joint (vsuj) required replacement. The affected fiber was replaced which led to all errors to be cleared from logs and verified rx-intensity was within acceptable limits using the gigabit comm status tool. Fse also replaced university surgical manipulator (usm4) to address the lag. The system was tested and verified as ready for use. Isi has received the usm4 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.